Event description:
Physician was unable to penetrate obturator membrane. Upon removal of the trocar, physician noted issue in the t-slot of the trocar needle. Procedure was completed with competitor product.

Manufacturer narrative:
Device not returned. Results - device did not perform as expected by physician.